Event description:
The distributor reported on behalf of the customer, during preparation for use, the endoeye flex deflectable videoscope presented no image. The procedure was not impacted. No patient injury reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The bending section cover had scratches due to external factors. The adhesive on the bending section cover was missing. The vent of the light guide connector was loose due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem with the system. Olympus will continue to monitor field performance for this device.